Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications of use. It was reported that the night prior it didn't work too well, they mentioned they tend to go too much anyways. When asked for clarification of what didn't work the patient stated the system had been turned off; something had turned it off. They inquired if this was because the handset was turned off. Therapy and external device information was reviewed. The patient stated they had not connected to confirm therapy was off, they reported they were having symptoms that was why they believed it was off. They stated they had never gotten 50% relief from symptoms. Patient increased stimulation from 0.7 to '.1'. It was not asked about the circumstances that led to the reported issue. Troubleshooting did not resolve the issue. The patient was redirected to their healthcare provider to further address.